Manufacturer narrative:
(B)(4). Information was provided by the manufacturer. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Requested but not available at the time of this report. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon requested a two surface phototherapeutic keratectomy (ptk) treatment to be program for the left eye (one for the peripheral cornea and one for the central cornea) and the treatments were switched (the one intended for the cornea was given to the peripheral area and viceversa). Requested information to the account and received the following data. Patient pre op best corrected visual acuity (bcva) is 20/50 and there was no change for post op bcva. It was reported that surgeon will let the eye rest for a few months before retreating.